Manufacturer narrative:
It was reported that the revision surgery took place on (B)(6) 2014. The issue is resolved and the patient resumed use of the device. This report is filed july 11, 2014. Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site and underwent revision surgery to reposition the implant (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): implanted device remains.